Event description:
It was reported that during an implant procedure of this right ventricular (rv) lead the physician attempted to stop some bleeding from the subclavian vein by advancing the suture sleeve into the access point, but due to the large diameter created by the laser lead extraction catheter the suture sleeve entered the vessel. When the physician pulled the lead out of the vessel, the suture sleeve slit off the lead entirely and still remains in the vessel and was not able to be retrieved. This lead remains in service. No adverse patient effects were reported.